Event description:
Dealer stated that the (B)(4) power chair stopped while end user was driving down the road causing the end user to become stranded. Dealer could not provide any further information.